Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the failure-to-capture allegation was not confirmed based on normal lead resistance measurements indicating all conductors are intact and a passing hipot test indicating no electrical shorts between conductors. The perforation allegation was not confirmed by lab analysis; however, it was assigned a cause code (known inherent risk of device) based on the field report.

Event description:
It was reported that this right ventricular (rv) lead exhibited loss of capture. X-ray showed lead had perforated, possibly into the lung. The patient underwent surgical intervention to remove the lead. A new lead was implanted. No additional adverse patient effects were reported.